Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a set screw anomaly was confirmed in the laboratory. The anomaly was caused by silicone, septum material found inside both the a-ring and a-tip set screw hex cavities. The silicone prevented full insertion of the torque driver in the hex cavities. This in turn caused the difficulty unscrewing the lead.

Event description:
It was reported that during device change out due to normal eri, the physician had difficulty unscrewing the atrial lead from the device. The device was explanted and replaced. The patient condition was good.